Event description:
During the implantation procedure, after this pacemaker was connected to the atrial and ventricular leads (oscor), no pacing or capture was seen in the ventricle. The pacemaker was not implanted, a st. Jude device was implanted with success. Note: the patient had complete heart block and was brought in with an external pacemaker that was not capturing all the time. Another device was tried after this pacemaker with the same results, the 2nd reply device was also reported.

Manufacturer narrative:
(B)(4). The device has not been returned as of today. The analysis is pending.(B)(4). The device was returned to the manfacturer on june 7, 2010 and was analyzed.

Event description:
During the implantation procedure, after this pacemaker was connected to the atrial and ventricular leads (oscor), no pacing or capture was seen in the ventricle. The pacemaker was not implanted, a st. Jude device was implanted with success. Note: the patient had complete heart block and was brought in with an external pacemaker that was not capturing all the time. Another device was tried after this pacemaker with the same results, the 2nd reply device was also reported.

Manufacturer narrative:
The device has not been returned as of today. The analysis is pending. Device not returned yet.